Event description:
A surgeon reported that a memory lens was implanted in a pt's right eye in 2000. Yag performed in 7/2000. The device was diagnosed with severe opacification in 7/2002, with visual acuity reported as 20/60. The device was explanted and replaced by a different surgeon. Several attempts have been made to obtain add'l info, however, no further info is available at this time.